Event description:
It was reported the pt's primary pain pattern is on the right side, but she is only receiving stimulation coverage on the left side. The scs lead was viewed under fluoroscopy, which showed the lead has shifted to the left. The pt has an appointment with her physician to determine the next course of action. F/u is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.